Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 3.6, lab: 1.6. Time elapsed between testing methods: 10 minutes. Therapeutic range 2.0-3.0. Patient self tester was milking finger after finger stick; unable to obtain sufficient blood sample. Patient also added multiple drops of blood.